Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that failure occurred due to network speed of the system. A technical support specialist, changed the network speed from auto to 100 mbps half duplex. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the station is experiencing prolonged loading times. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.